Event description:
The pt presented with a damaged capsule repair. Surgical intervention is planned to repair soft tissue. Poly inserts may be exchanged during the procedure.

Manufacturer narrative:
The pt presented with a damaged capsule repair. Surgical intervention is planned to repair soft tissue. Poly inserts may be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.